Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders not showing appropriately. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had failed to show the medication orders appropriately. A technical support specialist had requested for sample order therefore can able to track it from the care fusion co-ordination engine to all the stations, therefore one of the member will involve to follow the flow back from the care fusion co-ordination engine to admission discharge transfer system and attached an sample order as requested and tested it, the solution made it to the pyxis station but the additive didn¿t, also seen the difference from the hl7 message from the admission discharge transfer and the xml messages from the care fusion co-ordination engine, conferring with the interface agents and then found for test order 5-73 found that first nw message had repeating rxc segments, so both medication items appeared in the hl7, however new order message was received with only one rxe segment and the latest message was supersede the values, with the help of information technology support team looked for orders that were going over to pyxis but the solution was being presented at the device and not the additive, then seen the multi components. Searched in the cce and server database for order numbers and the did not match the syntax of previous orders, looked into the examples, no results for first example and cannot locate the rde messages, then new orders medication items were appeared on the order profile then found it was user issue, when the user selects the solution then the additive will present to the user for removal to resolve the issue.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders not showing appropriately. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.